Event description:
The calix inserter and calix system 13mm tilf trial were available for investigation on (B)(6) 2015. Upon visual inspection. X-spine confirmed that the distal end of the inserter was broken at the tip as indicated by the complainant. Upon visual inspection, x-spine confirmed that the hole located on the 13mm trial contained a portion of the inserter tip which had broken off, as indicated by the complainant. The inserter and the trial were inspected and measured against their engineering drawings and both were found to meet all specs, including the dimensions of the trial's receiving hole which were also found to meet specs measured. According to the calix spinal implant system - info for use (IFU) - intraoperative management (steps 3 and 4). "Implants should be attached to the corresponding inserter such that they are fully sealed on the inserter. Care should be taken not to over-tighten the implant to the inserter. Implants should not be axially rotated with the inserter once they have been implanted. This may lead to damage of the implant and/or the inserter." The calix trial with the threaded tip of the inserter broken off within (the trial) has a large amount of scratches and disfiguration along the anterior and posterior sides (top and bottom) of the trial. A trial that is not fully seated on the inserter during use is the most likely cause of this type of damage. The malfunction of the inserter tip breaking within the trial can be replicated with axially rotation of the inserter with attached trial while inside the surgical space.

Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Reported via e-mail that during a tlif procedure using the calix inserter and 13mm trial, the trial was broken off the threaded tip of the inserter during insertion. A piece of the threaded tip remained within the trial. There was no injury to the patient and no significant surgical delay due to the incident.